Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 0°, hd, autoclavable lens was missing. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additionally, there proximal bent, received without inner, outer adapters and without protector tube, there was fiber breakage; dents on the edge; and cloudy image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported issues is most likely, due to improper handling and the application of excessive force. Since, the reported malfunction was not confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.